Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate why the iabp would not turn on. The fse found that the screw from the broken fiber optic door fell on the power management board, which caused a short out to occur. As a result the fse, replaced the pcb (power management board), upper panel assembly, patient connector label, and trainer label. The iabp passed all calibration, functional and safety tests performance. The iabp was returned to customer and cleared for clinical use.

Event description:
It has been reported that the cardiosave intra-aortic balloon pump (iabp) would not turn on. There was no patient involved during this event. There was no adverse event reported either.